Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no unexpected restart or external ram crc error alarms were noted. A displayable history crc check failed alarm was in the alarm history due to a corrupted history file. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed unexpectedly. The customer's blood glucose reading was 142 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. The customer was also advised that the device would be replaced and to return the product for analysis.